Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 21-sep-2023. H.6. Investigation summary: it was reported the syringe is stained on the inner and outer walls. To aid in the investigation, one sample in an opened packaging blister and three photos were provided for evaluation by our quality team. A visual inspection was performed, and the syringe barrel has brown specks of embedded degraded resin. The photos show a syringe with a drug inside. The syringe barrel has brown specks that appear to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number (B)(4), lot 2278685. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the molding process was performed, and the settings were correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe had stains on the inside of the syringe. The following was reported by the initial reporter and translated from korean to english: stained on both inner and outer walls.

Manufacturer narrative:
H.6. Investigation summary: it was reported the syringe is stained on the inner and outer walls. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a syringe with a drug inside. The syringe barrel has brown specks that appear to be embedded degraded resin. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 309653, lot 2278685. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the molding process was performed, and the settings were correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ syringe had stains on the inside of the syringe. The following was reported by the initial reporter and translated from korean to english: stained on both inner and outer walls.